Event description:
The tip of wire for the precision sheath sheared off the remainder of the wire as the wire was passed through the needle. The majority of the tip was within the femoral artery and there was a short portion that remained external to the patient after the needle was removed. The tip was carefully removed.